Manufacturer narrative:
(B)(4) the device was noted to have a damaged can at the time of explant. Npce is pending return of the rns device for investigation.

Event description:
On (B)(6) 2025, the patient reported being unable to interrogate. Based on device session review performed by neuropace, interrogation was working normally until 10/15/25. On (B)(6) 2025, during a clinic visit the doctor was unable to interrogate the device. The patient was referred to neurosurgery for a replacement. The device was replaced on (B)(6) 2026. The caregiver confirmed the patient had no recent procedures that may have damaged the rns, but did mention a fall. This fall occurred after the device was unable to be interrogated. The patient reportedly hit their head the day before thanksgiving and received stitches but did not undergo any other medical procedures or surgeries outside of this near the area of the device. Caller noted that they did not use any electrocautery to stop the bleeding from the patient's fall. Patient's last interrogation was on 10/15/25 and their battery voltage was at 3.02v.